Manufacturer narrative:
The complaint investigation for falsely depressed architect stat high sensitive troponin-I results included a search for similar complaints, and the review of complaint text, trending data, labeling, device history records, and field data review. Return testing was not completed as returns were not available. A review of tracking and trending did not identify any trends for the complaint issue. Device history record review on lot 27306ud00 did not show any related potential non-conformances, deviations, or non-conformances. The overall performance of architect stat high sensitive troponin-I was reviewed using field data from customers worldwide. The median population result for the lot is within established baselines and comparable with all other lots in the field and confirms no systemic issue for this lot. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the architect stat high sensitive troponin-I for lot number 27306ud00 was identified.section d4 lot no was updated from 26305ud00 to 27306ud00 section d4 catalog no was updated from 03p25-37 to 03p25-27.

Manufacturer narrative:
Completed information for patient identifier: sids (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely depressed architect stat high sensitive troponin-I results for three patients when compared to their ckmb results. The following data was provided (reference ranges: male ckmb is <3.1 ug/l and troponin is <34.2 ug/l; female ckmb is <5.2 ug/l and troponin is <15.6 ug/l): (B)(6) 2021 sid (B)(6) male patient: ckmb = 51.20 ug/l, troponin = 27.046 ug/l. (B)(6) 2021 sid (B)(6) female patient: ckmb = 46.37 ug/l, troponin = 9.994 ug/l. (B)(6) 2021 sid (B)(6) male patient: ckmb = 40.51 ug/l, troponin = 20.052 ug/l no impact to patient management was reported.